Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. The product number is unknown. Therefore, the gtin and 510(k) are not known at this time. Should they become available, they will be provided in future reports.

Event description:
It was reported that a patient was burned. Please note, it was confirmed that the burn is minor and is unlikely to leave a scar.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could not be determined due to insufficient information. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. H3 other text : 81.

Event description:
It was reported that a patient was burned. Please note, it was confirmed that the burn is minor and is unlikely to leave a scar.